Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that only a distal conductor medial segment was returned, and it is stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. During explant of the right ventricular (rv) lead, the helical screw fix was unable to be retracted. As the computerized tomography scan indicated complete innominate vein occlusion, the extraction was attempted via a femoral approach. The lead was captured via a snare, heavy fibrosis was encountered and the lead ring and outer insulation broke free and were removed. Laser lead extraction was utilized and the lead was explanted. Temporary pacing was utilized for pacing support. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the proximal portion of the lead was returned. If information is provided in the future, a supplemental report will be issued.